Event description:
Customer reports that pt tested on meter at home. Pt went to ER later that night for an unrelated occurrence and had labs drawn. Pt's target therapeutic range is 2.0-3.0. On (B)(6) 2010: inratio: 1.4; lab: 3.1.

Manufacturer narrative:
Investigation pending.